Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer had been using cold insulin in the cartridges. Tandem technical support advised customer against this practice. A supply change was performed to resolve the issue. As a result of the occlusion, customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.